Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a high impedance issue on contacts 5, 12, and 15. The patient was on dtm therapy with amplitudes set to feel stimulation around 17 ma. Impedance values were recorded as 24890 for contact 5, 18760 for contact 12, and 19870 for contact 15. Troubleshooting involved impedance checks only. The issue was resolved as the patient was able to be reprogrammed. No patient complications have been reported as a result of this event. The manufacturer representative(rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 977a260. Serial# (B)(6). Implanted: (B)(6) 2023. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced multiple issues including a settings not available oor (out of range) message, therapy being disabled without informing the physician, missing programs (programs 3 and 4 not available), limited therapy effectiveness with only group a being felt, no battery usage detected for group a, and inconsistent programming effectiveness where programming would work, then stop, and then resume. The patient expressed concern about possible broken wires. X-rays were performed on june 4 to assess the situation.

Event description:
Additional information was received from the patient (pt). Pt reports meeting with a manufacturer representative (rep) and their health care provider (hcp) today, they put a different program on for the patient and the patient will go back on the 16th. Pt stated they are trying to figure out if it's the leads, the battery itself in their body, or where the leads connect to the battery in their body. Pt also mentioned that they have scar tissue on some of their leads. A report was received from the rep. Rep reports high impedances were observed on electrode 3 (40 ,000), electrode 4 (40,000), electrode 5 (40,000), electrode 10 (40,000), electrode 12 (4180), and electrode 13 (38,700). Rep reports the patient also experienced a loss of stimulation and was unable to raise stimulation amplitude level on all programs. Rep performed an impedance check, x rays were taken and there was no lead fracture or any obvious damage noted, and rep reprogrammed around impedance issues and pt will be re-evaluated in 3 weeks. Rep reports the cause is unknown and the issue is still ongoing. Rep will provide additional information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2023, product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2023, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product: 97715, s/n: (B)(6) was returned for analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Product: 977a260, s/n: (B)(6) was returned for analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the #3-5 conductors were broken in the distal end of the lead. Product: 977a260, s/n: (B)(6) was returned for analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the #0-3 and #5 conductors were broken in the distal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2023, explanted: on (B)(6) 2026, product type: lead, product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2023, explanted: on (B)(6) 2026, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a rep. Rep reports high impedances were observed on electrodes 3, 4, 5, 8, 10, 12, 13 of >40 ,000. Pt reports the device was not effectively helping their pain. Pt also reports difficulty recharging the implant stating it wa s taking pt longer than 2 hours for most instances and pt felt like the battery was getting hot during charging (pt was unsure how long the battery getting hot issue had been happening). Rep provided a picture of the patient's recharge summary showing the patient was recharging to full from 60%-80% in 23-53 minutes between on (B)(6) 2026. Rep reports that during surgery prior to replacing the leads the surgeon switched ports and impedances remained. Rep reports the leads and ins were replaced. This resolved the issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported change to impedance measurement contacts 0 and 8 now have issues. High impedances.